Event description:
It was reported to medtronic minimed that the customer reported on unable to hear or not receiving the application alerts. The customer reported no adverse event. The event involved product(s) mmt-8201. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-8201.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using simplera app ver 1.5.1 installed on samsung s21 android 14 with transmitter was conducted and confirmed that the issue is not reproduced. The software successfully adhere to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, medtronic have found that the most likely reason behind this issue is insufficient ram or cpu resources on the device. In such cases, a lack of adequate ram or cpu can lead to application slowdowns or even cause the operating system to terminate the application or bluetooth connection. Additionally, the username provided in the ticket does not show any user in the csr, and the helpline has not responded with the correct username. Issue not confirmed to assist with the resolution of the issue, medtronic provided the helpline team with the following workaround to ensure that it is addressed effectively: please prioritize using the simplera app when necessary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.